Event description:
Event description cpi received information that these large patch lead and small patch leads were removed due to 'non-conversion'. An invasive procedure was performed and the physician elected to cap both leads and replace them with an endotak lead. Implanted-06/01/89. Removed from service-08/07/96. Implant months-85.